Manufacturer narrative:
Sections d4, d10, h3, h4: additional information. Manufacturer's investigation conclusion: the reported event of the system controller not running the pump was confirmed. A review of the log files showed overlapping data spanning approximately 5 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). No log files were able to be downloaded from this returned controller. System controller, serial (B)(6), was hooked up to a mock loop and system monitor. The monitor was not receiving data and there was a yellow wrench alarm on the power module. The controller was not able to support pump function. Further troubleshooting revealed no cosmetic damage to the pcb. A shorted transistor (d10) was found and replaced. Temperature testing was performed on the controller during mock loop testing. An infrared thermometer was used to observe the temperature of the board. The area around the voltage regulator (u27) reached temperatures above 150 degrees f. The design input requirement for the hm2 controller states that ¿the system controller case temperature must not exceed 38°c (100.4°f) at an ambient temperature of 20°c¿. A root cause for the reported event was not conclusively determined through this analysis; however, it appears to be due to a damaged component. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's treatment for infection and thrombosis captured under MFR # 2916596-2019-03457; report for controller pc-20736-d captured under MFR # 2916596-2019-03612. Approximate age of device- 1 day. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing awaiting heart transplant. No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2017. The patient underwent a vacuum cleaning therapy procedure for infection on (B)(6) 2019 during which complications of thrombosis were suspected. The system was removed in the early morning of (B)(6) 2019 due to the deterioration of the patient's condition on the background of thrombolysis. During transportation to the operating room, controller became hot and replace controller alarm was reported. Controller pc-20736-d was replaced with pc-20884-d. Approximately 15 minutes later, the replacement controller was hot, alarming low flow, the batteries were exhausted, and the controller failure error repeated. It was reported the pump stopped by itself. The cardiologist confirmed with the surgeon during the revision and removal of vacuum therapy system from pump pocket, there was no flow though outflow graft. The controllers will be returned for investigation. No additional information was provided.